Event description:
Three incidents of overinfusion. In one instance, infusion completed in 15 hours instead of the expected 24 hours. In the two other instances, infusion lasted 18 hours rather than 24 hours. The same patient was involved in all three incidents. The contents of affected units are unknonw, it is only known that the total fill volume of each unit was 48 ml. Reporter stated that there was no patient injury nor medical intervention required as a result of reported condition.